Event description:
Patient had ins explanted about 6 years ago due to infection. The explant occurred in (B)(6) the patient still has leads implanted with 2 wires, 16 electrodes (she thought) each wire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).